Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the earlyvue vs30 indicating the blood pressure is giving inaccurate reading. It is unknown if the device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed the customer complaint of intermittent inaccurate nbp measurements. Visual inspection found no damage or obstructions and the battery was installed. The unit powered on with normal display graphics and passed the self-test. The brt ordered and replaced the nbp assembly, reset the nbp cycle count, and performed self-test, nbp accuracy, calibration, and pneumatic leakage tests, all of which passed. The device was confirmed operational. The device was operational after repairs were completed and the device is ready to be returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.